Event description:
It was reported that the patient was treated with oral antihypertensive drugs and was discharged. The patient was under follow-up in outpatient management.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 14jun2016. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU lists multiple potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 5 entitled ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 provides information regarding anticoagulation therapy and the recommended inr range. Section 6 also explains that post-implant hypertension may be treated at the discretion of the attending physician and any therapy that consistently maintains a mean arterial pressure less than 90 mmhg is considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number# 2916596-2021-05941. Patient weight was estimated from most recent figure provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced aortic valve insufficiency and was readmitted for treatment until (B)(6) 2018. The treatment was unknown.